Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary had multiple pockets failure. The customer reported that the user was unable to get the medication from the station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the two full-height cubie drawers back covers were cutting into the drawer bus cable, shorting communication. A field service engineer (fse) covered the sharp edges with electro tape and rebooted the system to resolve the issue. The system functioned as intended after the field service engineer repaired the device.